Manufacturer narrative:
(B)(4). The product has been returned and analysis is on going. Report will be updated once analysis is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis revealed that there were cuts and puncture holes in the insulation along with deformed conductor coils noted from the terminal pin. In addition, there was blood/bloody fluid observed in the lumen and dried blood/bloody fluid in the helix housing and past the neck region. The helix was extended. The lead passed the continuity testing with manipulation. Insulation damage through to and exposing a sensing conduction could lead to low impedance measurements. The allegation was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information received indicated that the physician noted a break in the lead's insulation close to the pocket. The lead was not retested with a pacing system analyzer (psa). No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low pacing lead measurements less than 200 ohms during implant procedure. Additional information received indicated that the physician had inadvertently cut the lead when the lead was repositioned after it had been tied down. The rv lead was extracted and a new lead was implanted. The device remains in service. No adverse patient effects were reported.

Event description:
--